Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had issue with power loss. The customer¿s blood glucose level was 295 mg/dl at the time of incident. Customer reported that they received a critical pump error image on the pump screen. Customer reported that when they changed the batteries they received issues that are blank display, failed battery and critical pump error respectively. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. No blank display noted. Unable to confirm failed battery test alarm due to critical pump error alarm. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.